Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level rose to 600 mg/dl during one event and reached 500 mg/dl in two subsequent events. To address these high levels, the customer administered correction boluses via the pump and engaged in exercise but did not require third-party assistance. Eventually, the issue was resolved by changing the infusion set and cartridge and then resuming insulin delivery. Additional assistance was not necessary as the occlusion issues were not frequent or recurring, and the case was closed by customer technical support.